Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that during testing. The pump failed volume test. No patient injury reported.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, a rusted battery compartment spring, scratched lcs lens, and a bubbled dso seal. There was no evidence in the device's event history log. Three accuracy tests were performed. Upon review, the reported problem was duplicated. It was determined that the expulsor was the root cause for over delivering. The expulsor was trimmed. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown; d3, g1,g2 email is: (B)(4).